Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause: mlc-58-user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. (B)(4).

Event description:
Consumer reported complaint for high blood glucose results.the customer is concerned with all of the results obtained results obtained. The expected fasting blood glucose test result range is 160 to 180mg/dl. The customer feels well and did not report symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored by customer according to specification in the home office. The test strip lot manufacturer's expiration date is 10/31/18 and open vial date is (B)(6) 2017. The meter memory was reviewed for previous test result history: result 1 : 358mg/dl date: (B)(6) 2017 time: 8:50am fasting, result 2 : 344mg/dl date: (B)(6) 2017 time: 9:05am fasting, result 3 : 218mg/dl date: (B)(6) 2017 time: 9:03am fasting, result 4 : 321mg/dl date: (B)(6) 2017 time: 9:08am fasting, result 5 : 410mg/dl date: (B)(6) 2017 time: 8:36am fasting. Customer called in states the meter is reading high. Customer feels fine and denies symptoms related to diabetes. Customer states his last a1c was 7.2 (160mg/dl) and that his fasting range is 160-180mg/dl.customer is concerned with all fasting results obtained and also with erratic 344 and 218mg/dl fasting results. Customer does not have control solution. Ran a back to back blood test and obtained 291 and 278mg/dl fasting.